Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported nausea, angina and stenosis are listed in the instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 9 months post xience v stent implantation in the proximal left anterior descending artery, the patient experienced shortness of breath, nausea, diaphoresis, fatigue and left arm heaviness. On (B)(6) 2009, the patient was hospitalized and on (B)(6) 2009 underwent coronary artery bypass graft surgery x 4 vessels. There was no adverse sequela and on (B)(6) 2009, the event resolved and the patient was discharged. There was no additional information provided.